Event description:
It was reported that a coupling screw broke as the helical blade was hammered during a trochanteric fixation nail(tfn) procedure. All fragments were easily retrieved without additional intervention and nothing remains in the patient. There was a 5 minute surgical delay and the procedure was completed successfully with no patient harm. This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that it showed material review record (mrr) # (B)(4) written for (item 1) scrapes on shaft found on 5 out of (B)(4) parts, (item 2) stains on shaft found on 1 out of (B)(4) parts, and (item 3) nick on end found on 1 out of (B)(4) parts. Per section 4 of mrr, parts were returned to supplier, reworked, and returned and inspected 100% per op sheet . The final accepted quantity was (B)(4) parts after rework was completed as documented on the section 8 of the mrr. The nonconformities documented on mrr are unrelated to the complaint condition as the nonconformities were identified, and lot was reworked and found acceptable per uai rationale. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The information is provided per the titanium trochanteric fixation nail system technique guide (B)(4). One helical blade coupling screw (part# 357.377, lot#4799091, mfg jan2005) was returned with the complaint that ¿it was reported that a coupling screw broke as the helical blade was hammered during a trochanteric fixation nail (tfn) procedure.¿ upon receipt of this device it was found that the coupling screw it was seen that the cap of the device is broken off from the coupling screw, and there are many hammer marks on the top of the cap. This condition likely occurred as the device was hammered off angle, causing the head to break or if the coupling screw was hammered while slightly loose. This complaint condition is confirmed, the most probable root cause of this complaint is either off axis hammering, or hammering while not slightly loose. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.